Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc. Evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or death. Device manufacture date: monitor: 02/01/2012; belt: 01/31/2014.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing the patient received one inappropriate defibrillation. The patient was reportedly in a hospital room at the time of the event and a nurse was present. The patient was reportedly conscious at the time of the event and was taken to the ccu following the event. The patient later passed away. Between 19:49:35 on (B)(6) 2018 and 18:22:52 on (B)(6) 2018 the lifevest intermittently entered the detection sequence. The ecgs do not show any vt or vf. At 18:43:41 on (B)(6) 2018, the device detected an arrhythmia while the patient was in atrial fibrillation (af) with rapid response at 180 bpm with motion artifact. At 18:44:47, the device released gel and at 18:45:32 the lifevest delivered a full energy shock. The patent's rhythm at the time of the shock was af with 150 bpm with motion artifact. The patient's post-shock rhythm was sinus rhythm at 90 bpm with v-bigeminy and motion artifact. Rapid af rate and motion artifact contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. There were no deficiencies alleged. There is no indication of a device malfunction. There is no indication that the lifevest caused or contributed to the patient death.